Event description:
It was reported to boston scientific corp in 2007 that during the removal of a polyflex esophageal stent that had been in place for approx 14 months on a male, the stent "started to deteriorate instead of just coming out as a single piece." The stent was being removed in order for the physician "to do [a] surveillance biopsy". The physician used a "olympus rat tooth (forcep) to initially grab" the stent during removal. "Due to tissue ingrowth on the proximal aspect of the stent", the stent was moved to the stomach where the physician "grasped it with a snare" and removed it. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history, a device history record review and product eval are in progress. Results of the device eval, as well as the ship history and device history record review, will be provided in a follow-up medwatch report. The 3/2007 15-month polyflex esophageal stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.